Event description:
Hub portion of PICC detached from tubing when cleaning the hub. This made the PICC [peripherally inserted central catheter] unusable and exposes risk of infection, blood loss, and air embolus. PICC lumen was attached to cvp [central venous pressure] monitoring at the time of failure. Rn states the tubing did not get caught on anything or pulled on. Suspect product failure.